Event description:
It was reported that total knee replacement was completed with a navio device on (B)(6) 2019 and patient had a fracture on (B)(6) 2019 at the femoral bone pin site.

Manufacturer narrative:
H10: a1, d4: updated information. H11: b5, g5, h5, h6, h8: corrected information.

Event description:
It was reported that, eighteen days after a navio-assisted tkr surgery, the patient experienced a displaced fracture at the femoral bone pin site. The patient claims the fracture was atraumatic. The fracture was resolved by using a distal femoral locking plate. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A complaint history review found 1 similar report, this issue will continue to be monitored. There was no lot number noted, however, all lots distributed from the first inspection up to the complaint occurrence date were reviewed and found no issues related to the reported event. Therefore, the device met product specifications at the time of manufacture. This failure is an identified failure mode within the risk assessment. The surgical guide released at the time of the complaint (5000097 reve) has instructions on bone tracker attachment (p.69). It has the following warnings: ¿be sure to place the bone pins properly to avoid hitting critical anatomy. If using a surgical drill to place bone pins, do not clamp onto the threads of the pin. This could damage the threads, which could lead to poor tracker attachment and potentially an error in bone cutting. Based on the information provided, it is likely the user did not follow the IFU and could have been a potential contributor to the reported event. The performed clinical/medical investigation indicates that without the requested clinical information, the operative reports, and the explant, we are unable to confirm the root cause of the reported periprosthetic fracture but procedural variance cannot be ruled out. Therefore, no further clinical/medical assessment is warranted at this time. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. It is not possible to determine definitively if the bone screw placement did or did not cause the fracture, however drilling bone screws through the bone would obviously weaken the bone (expected behavior) which could cause a fracture. The root cause is undetermined after investigation. No containment or corrective actions are recommended at this time.